Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was damaged and it's not working. Customer's blood glucose was 251 mg/dl. Customer's mother stated the device has several cracks on the screen and the lcd display and it has begun to leak out of the casing. Customer's mother stated the customer laid on his side where the device was and the existing cracks spread. Customer's mother was advised to discontinue use of device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a severely scratched display window, a cracked case at the display window corners and a cracked reservoir tube lip.